Event description:
It was reported that the pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise on this right atrial (ra) lead. This resulted in the minute ventilation (mv) feature being automatically disabled. It was also noted the ra lead exhibited a high out-of-range pacing impedance measurement greater than 3,000 ohms triggering a lead safety switch (lss) to unipolar. Technical services (ts) was consulted and advised the available atrial tachy response (atr) events show noise/artefacts consistent with oversensing myopotentials as a result of sensing in unipolar. Ts recommended at the next follow-up to consider an assessment of the ra lead for lead integrity and to continue routine, normal follow-up. All other lead measurements satisfactory and there were no concerns with the right ventricular (rv) lead. At this time, the device and the ra lead remain in service. No adverse patient effects were reported.